Manufacturer narrative:
Lot review: a review of lot 3318486 showed that (B)(4) units were manufactured, tested, inspected and released in september 2017 citing no exception documents.

Event description:
Complaint received regarding one (1) list #011-46112-55; transpac® IV w/03 ml squeeze flush device, 60" (152 cm) macro admin set, pressure tubing 60" (152 cm) and stopcock indicator plugs, lot #3318486 (mfd. 09/16). Report states: the tubing disconnects at the pressure head, resulting an unspecified amount blood of loss. No adverse patient consequences reported.